Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an attempt at the first shot in the intestinal loop on a rectosigmoidectomy, the stapler was able to be fired at the first shot. When the reload was changed, the stapler did not fire. The reload was changed again but same issue occurred. The stapler was replaced and used the reloads that were trying to trigger the problem. And it worked normally. There was no patient injury.